Event description:
Healthcare professional reported a right side rupture and textured implant removal due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right side "free silicone, black residue". Via an rga form.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Rupture: observed, a broken in the posterior side with non-penetrating nicks assessed, as to surgical impact (shell thickness was within specification). Varied injuries: unable to confirm, as it is a medical event. Not related to the device. Additional observations: red particles observed, in the surface of the shell. Crease fold observed, in the device. No further actions are required, as the device was implanted.